Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after an implant procedure, the device's ventricular capture management (vcm) feature auto-adjusted the output to 5 volts when a manual threshold test showed loss of capture at only 0.5 volts. There was no evidence of a lead issue; impedance, sensing, and threshold were within normal ranges. The device was reprogrammed to an output of 3.5 volts and the vcm feature remains at adaptive, however another manual threshold test will be done at the next device check and further programming changes may be done at that time. The device remains in use. No patient complications have been reported as a result of this event.